Manufacturer narrative:
(B)(4). Batch #unk . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the needle of pn150 penetrated the package. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/23/2022 investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that pn150 device was returned inside it's original packaging. Upon visual inspection, it was observed that the pouch from the packaging was damaged; it was noted to have a hole in the pouch, the hole was noted to be from the inside out. The hole was located at the needle, the needle perforated the pouch due to wrong placement of the red tip protector cap. The sterility was compromised. All ethicon product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reach on the cause of the reported event as per conditions of the returned device.